Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. During the visit, the physician suspected the right atrial (ra) lead to be dislodged. The patient was asymptomatic. The ra lead was re-positioned on (B)(6) 2021. The patient was stable throughout.